Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The site received a replacement computer to resolve the issue. Additional information: there have been no further reported unresponsive issues on this system since the computer replacement.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The issue could not be replicated.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after loading a patient exam and proceeding to the next screen, the system displayed ¿communication error¿ and would not respond to anything. The system was forced to hard shutdown and resumed functionality after that. There was no patient present when this issue was identified.